Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tritanium bplate triathlon s3; cat#5536b300; lot# ctd14129; size 3 femur; cat#unknown; lot#unknown; size 3 patella; cat#unknown; lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported on maude report #mw5077381: "patient previously had right total knee arthroplasty with implantation of prosthesis on (B)(6) 2018. Patient returned in 2018 with complaint of pain in right knee and second surgery to remove failed implanted hardware prosthesis, size 3 femur, size 3 tibial base plate, size 16 poly insert, size 33 patella".